Manufacturer narrative:
(B)(4).

Event description:
It was reported that: peel away bunched up, the reported defect was detected during use on patient. The patient condition was reported as "fine". No patient injury/consequence or medical intervention reported.

Manufacturer narrative:
(B)(4). The report of peel-away sheath damage during use was confirmed through complaint investigation of the returned sample. The customer returned one peel-away sheath with dilator assembly for analysis. Signs of use were observed on the returned components. Visual analysis revealed that the distal end of the sheath tip was damaged. This damage is consistent with undue force used during an attempted insertion. Despite the damage, the sheath met all relevant dimensional and functional requirements. The IFU provided with the kit informs the user, "do not withdraw dilator until sheath is well within vessel to reduce risk of damage to sheath tip". The IFU also states, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to venospasm, vessel perforation, bleeding, or component damage. If necessary, enlarge cutaneous puncture site with cutting edge of scalpel, positioned away from guidewire." A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: peel away bunched up, the reported defect was detected during use on patient. The patient condition was reported as "fine". No patient injury/consequence or medical intervention reported.